Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Lead noise oversensing could not be confirmed.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD)&#1477;re attempted but not used during the implant procedure. During the procedure when the lead was connected to the device, crosstalk was observed. The connection between the lead and device was tested several times. Again the lead measurements were taken and oversensing was no longer observed. While the implant wound was being closed, occasional oversensing was observed. The physician disconnected the lead and reconnected it several times to the device. Oversensing was still observed. The lead was explanted, replaced, and connected to the device. All measurements and provocation were repeated and again occasional oversensing was observed. The device was also explanted and replaced. No oversensing was observed with the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.